Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 12277837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergo an essure confirmation test". The patient's concurrent conditions included overweight, chest tightness, uterine bleeding and osteoarthritis. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs and medical record received. Events -abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea, patient not undergo an essure confirmation test added. Reporters, lot number, concurrent conditions added. Case marked as incident. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 12277837-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergo an essure confirmation test". The patient's medical history included abdominal hernia repair and gastric bypass. Concurrent conditions included overweight, chest tightness, uterine bleeding, osteoarthritis and arthritis. Concomitant products included calcium carbonate, cyanocobalamin, ferrous sulfate, ibuprofen from (B)(6) 2015 to (B)(6) 2017, medroxyprogesterone acetate (depo provera), naproxen and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain") and dysmenorrhoea ("dysmenorrhea(cramping)"), 8 days after insertion of essure. On (B)(6) 2005, the patient experienced abdominal pain ("abdominal area"). On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems/condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("lower back area"). The patient was treated with naproxen (naprosyn) and surgery (ablation/ dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, migraine, fatigue, weight increased, headache, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: abdominal area. Medical history added. Concomitant medications were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("persistent pelvic pain") in a 40-year-old female patient who had essure (batch no. 12277837-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergo an essure confirmation test". The patient's concurrent conditions included overweight, chest tightness, uterine bleeding and osteoarthritis. On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"), 8 days after insertion of essure. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems/condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("lower back area"). The patient was treated with ibuprofen, naproxen (naprosyn) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, migraine, fatigue, weight increased, headache and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant medication added. Events migraines, fatigue, weight gain/loss(specify which one) weight gain, headaches, lower back area were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 12277837-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergo an essure confirmation test". The patient's concurrent conditions included overweight, chest tightness, uterine bleeding and osteoarthritis. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure (batch no. 12277837-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergo an essure confirmation test". The patient's medical history included abdominal hernia repair and gastric bypass. Concurrent conditions included overweight, chest tightness, uterine bleeding, osteoarthritis and arthritis. Concomitant products included calcium carbonate, cyanocobalamin, ferrous sulfate, ibuprofen from (B)(6) 2015 to (B)(6) 2017, medroxyprogesterone acetate (depo provera), naproxen and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain") and dysmenorrhoea ("dysmenorrhea(cramping)"), 8 days after insertion of essure. On (B)(6) 2005, the patient experienced abdominal pain ("abdominal area"). On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems/condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), back pain ("lower back area"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with naproxen (naprosyn) and surgery (ablation/ dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, migraine, fatigue, weight increased, headache, back pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event added bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge and rrc comment. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.